Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced keypad issues on the insulin pump. The customer stated that the down arrow button and the scroll button that turns the light on were not working. The customer's blood glucose was 144 mg/dl. Troubleshooting was done. The customer stated that prior to the keypad issues, he had woken up and saw that there had been no insulin in the insulin pump during the night. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened button dome switch. The back light functioned properly. No back light anomaly was noted. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.